Event description:
It was reported that the right atrial (ra) lead had low bipolar pacing impedance. The unipolar impedance measured higher than bipolar through the analyzer. The lead was capped and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: e2dr01aa implantable pulse generator (B)(6) 2004 5076-52 implantable pacing lead (B)(6) 2004 402452 implantable pacing lead (B)(6) 1995. (B)(4).